Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported the device was used out of sequence, the lever was lifted (step #4) before performing the depressing of the plunger (step #2). The plunger then was pulled out from the device (step #3). The investigation determined the reported difficulties appear to be related to user error and the subsequent patient effect and treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic runoff aortofemoral procedure. Reportedly, the device was used out of sequence, the lever was lifted and instead of depressing the plunger, the user pulled the plunger. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.